Event description:
Spontaneous report received on (B)(6) 2012. This case, received from a nurse in the united states involved a male patient (age unknown) who reportedly experienced toxic shock syndrome ( toxic shock syndrome) while receiving biobrane. The patient's medical history was unknown. The initial reporter was unable to provide any concomitant medications. The patient (whom the nurse though was a male) initiated biobrane (manufacturer unknown; topical, daily dose unknown, frequency unknown) in 2012 for the treatment of burn. It was unknown if anything else was used to treat the burn. In 2012, the patient reportedly experienced toxic shock syndrome (lot number requested but unknown). Application technique and extent of burn were not known. The patient was reportedly hospitalized on unknown dates in 2012 due to the event. Treatment was unknown. It was unknown if the patient had nay changes in his medications, medical history, lifestyle, or stressors at the time of the events. The nurse reported the event abated on an unknown date in 2012, and biobrane was discontinued on an unknown date. No other information was provided. As of (B)(6) 2012, biobrane remained discontinued and the event was abated. Event status at last report: toxic shock syndrome (resolved). Note: the initial reporter provided another report regarding biobrane. (B)(4). Follow-up information (received on (B)(6) 2012) : according to the clinical nurse, the patient was a (B)(6) male (dob (B)(6) 2006) who was reportedly burned on (B)(6) 2012. The child reportedly fell on a pile of hot coals that had been discarded from a barbeque grill. The patient was transported to the emergency room where he was diagnosed with second degree burns covering 9.9% body surface area. Some wounds were deeper and classified as full thickness. The patient was put under conscious sedation. The wound were debrided using blunt debriding (using force with gauze, forceps and/or scissors) per protocol and cleaned with chlorhexidine and shur-cleans in a sterile manner. Biobrane-l (10 x 15) (lot number requested but unknown) was applied to the wound suing sterile technique and secured with steristrips. Gauze was then applied. The patient was admitted to the hospital. On (B)(6) 2012, the wound was checked. Biobrane-l had reportedly adhered in some areas while other areas appeared pale - these were reportedly deeper wounds that later required skin grafting. No fluid was visible underneath biobrane-l. The patient was discharged on (B)(6) 2012 to home with no dressings. The patient returned to clinic on (B)(6) 2012 for follow-up. The staff was unable to look at the biobrane-l at the follow-up visit due to the child demonstrating extreme pain and fear. Fluid with some drainage was reportedly noted on the right foot. The patient was sent home. Over the weekend, the patient was reportedly seen at a local hospital due to fever and mental status changes. A uti was reportedly suspected, and a prescription for an unknown antibiotic was reportedly provided but not filled. On (B)(6) 2012, the patient reportedly presented to the hospital with fever, tachycardia, tachypnea, hypotension and mental status changes. Biobrane-l was reportedly removed. A blood culture was negative, a urine culture was negative and a wound culture was positive for staph aureus and sphingomonas paucimobilis. The patient was admitted to the burn unit. He was reportedly diagnosed with toxic shock syndrome by the attending burn surgeon as well as a pediatric intensivist. He received IV vancomycin, IV zosyn, IV clindamycin, IV fluids and oxygen. The wound was cleansed. Silver nitrate solution wa applied to the wound with daily dressing changes. On (B)(6) 2012 the patient went to surgery for skin grafting. He remained on the three IV antibiotics until (B)(6) 2012. On (B)(6) 2012, IV nafcillin was started and discontinued on (B)(6) 2012. The wound was left dressed until (B)(6) 2012. On (B)(6) 2012, the dressing was redone and he began daily dressing changes. On (B)(6) 2012, the patient was discharged to home; all symptoms had resolved, he was not on any antibiotics and the skin graft looked good. The nurse reported that there was no deviation from their protocol for cleansing/treatment of burns. The child was reportedly very sick and not active so he did not feel the wound was contaminated by the child. He reportedly did not feel that biobrane-l contaminated the wound but the biobrane-l, since it is an occlusive dressing (biobrane/biobrane-l is not an occlusive dressing) may have trapped bacteria underneath it. He thought bacteria may have remained due to the wound not being adequately cleansed prior to biobrane-l application or due to the deeper tissue affected; some burn areas were classified as full thickness burns. He also reportedly felt that biobrane-l should have been looked at during the follow-up clinic visit despite the reaction of the child. According to the nurse, biobrane products have been used for years at this facility and they continue to use the biobrane products with success.

Manufacturer narrative:
All biobrane-l (10x15) lot numbers manufactured in 2012 were evaluated (actual lot number used was requested but unknown). The biobrane-l label cautions in the application instructions: the debridement or excision must be done thoroughly to remove all coagulum or eschar. Biobrane-l will not adhere to dead tissue and any remaining necrotic tissue may cause infection. At 24-36 hours postapplication it is recommended that the outer dressing be removed down to the biobrane-l and the wound observed. At 48-72 hours postapplication, the outer dressing be removed down to the biobrane-l and checked for adherence. The covered wound should then be observed daily for signs of infection. These recommendations were not followed for this burn patient. Therefore the company does not feel that the event experienced by the patient is related to biobrane-l. Company assessment: although toxic shock syndrome is not expected to occur with use of biobrane-l, infections do frequently occur in burn wound patients. These infections are usually identified early in the healing process and treated with topical agents or systematic antibiotics. If not identified and treated early, the infection may progress to septic shock and organ dysfunction, and ultimately death. For this pediatric patient, the bacteria may have been present in the wound due to initial inadequate cleaning and/or contamination of the wound as evidenced by the presence of staphylococcus aureus and sphingomonas paucimobilis (a gram negative bacillus widely distributed in the natural environment and in hospitals) or due to the deeper tissue wound (full thickness that required skin grafting). Biobrane-l is a transparent, biocomposite dressing made from an ultrathin, (B)(4).